Event description:
It was reported that the capture threshold was too high to perform a manual threshold test, however the cap confirm test worked. The patient was fine and follow-up will continue.

Event description:
New information received notes that a manual threshold test was successful.

Manufacturer narrative:
.